Event description:
Edwards received notification that a 21mm valve was disabled after an implant duration of 13 years, four (4) months due to severe stenosis. A 20mm valve was implanted in the aortic position using a valve-in-valve procedure. The patient had concomitant laceration of the aortic leaflets with catheter based wire techniques as preparation prior to tavr to avoid coronary artery occlusion. The patient was discharged on pod #5.

Event description:
The patient was discharged on pod #5. The patient underwent transcatheter laceration of aortic leaflets to prevent coronary obstruction during transcatheter aortic valve replacement.

Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a patient with a bioprosthetic aortic valve, implanted for approximately 13 years and four (4) months, underwent a valve-in-valve procedure due to aortic stenosis. A tavr was performed with an edwards transcatheter valve. The patient was reported to be doing well.